Event description:
Pulmonetic systems, inc. Received the following report from facility: unit will not run on any power source. Unit was connected to external battery at some point before failure noticed. Unsure if unit was subject to reverse polarity connection with external battery.